Manufacturer narrative:
As reported, about 10 days post implant of the pre-shaped mesh, the patient had wound dehiscence, purulent discharge, and impaired healing therefore the mesh was explanted. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the reported patient's postoperative complications. Review of manufacturing records shows product was manufactured to specification. Note, the date of event (18-dec-2023) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent an inguinal hernia repair with implant of pre-shaped mesh on (B)(6) 2023. It was reported that about 10 days later, at home patient found that the incision has cracked, and yellow liquid outflow therefore went to the hospital for simple treatment. On the following day patient had a large amount of liquid oozing out from under the incision as deep as the area covered by the patch, consider the rejection resulting in poor wound healing, the mesh was removed and cleaned the wound with disinfection. It was also reported that due to the secondary injury, patient underwent secondary surgery.